Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial#: (B)(6), ubd: 28-oct-2011, UDI#: (B)(4), implanted: (B)(6) 2009 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at 443.4 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had been experiencing withdrawal symptoms. There was no specific event known that may have led to or contributed to the issue. The rep reported that they interrogated the pump to check for any abnormal stalls and none were noted. A dye study was performed but was unsuccessful due to not being able to aspirate the catheter. It was unknown whether surgical intervention was planned, and the issue was not resolved at the time of this report.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting they were unable to determine the inability to aspirate the catheter however was able to aspirate at time of procedure on (B)(6) 2026 once pump was removed from the pocket. The only change to catheter was a replacement of the pump segment (trimmed and replaced with a new 8578 pump segment) and again, confirmed catheter was patent and was able to successfully aspirate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc. Serial# (B)(6). Implanted: (B)(6) 2009. Explanted: (B)(6) 2026. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the catheter was revised.